Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the jejunal (j) tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie device. Conservatively, abbvie has chosen to report this event due to the potential that the j tube involved could have been the abbvie j tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the j tube was described by the reporter. There are no anomalies with the abbvie j tube reported that would contribute to the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 the patient reported x-ray showed that j tube was not placed properly in the jejunum and the patient was not getting enough medication. On (B)(6) 2016 tubing was replaced due to a knot in the tubing.